Event description:
It was reported that the touchscreen was not working.

Manufacturer narrative:
Ge representative evaluated system and found faulty system interface pcb. Replaced faulty pcb. Performed operational tests, system operates as intended.